Event description:
It was reported the pt had abdominal pain since the implant procedure. The surgeon had difficulty placing the lead midline and a nerve may have been irritated by the use of the dural separator during the procedure. The pain has now resolved on the right side but was still present on the left. Some of the programs aggravated the pain so the sjm representative was reprogrammed to avoid this area. The pain persists even when the stimulation is off.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.